Manufacturer narrative:
Investigation result: two 2000e china samples were received for investigation; an opened packaging from lot 24125013 was also received. The customer reported that ¿during the patient¿s intravenous infusion, the infusion set became obstructed. Upon examination, it was confirmed that the infusion connector was blocked.¿ additional feedback indicated that the issue occurred during the priming of saline. Both returned samples were subjected to functional testing by priming and flushing using a 50 ml bd plastipak syringe; the first sample flushed successfully after two attempts following reconnection. The second sample remained occluded with the piston remaining in the closed position despite reconnection attempts. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24125013 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the assembly of the affected component has been transferred to an alternative assembly machine, which provides a more consistent injection of fluorosilicone into the valve; this change should ensure the likelihood of reports of this nature are reduced in future. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
Event details: on (B)(6) 2025, during the patient's intravenous infusion, the infusion set became obstructed. Upon examination, it was confirmed that the infusion connector was blocked. A new needle-free closed-system infusion connector was replaced and used. The accident occurred when the pre-infusion exhaust, saline was not stored in the refrigerator. The connected product is an infusion set, unable to provide samples. No visible defects.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.